Manufacturer narrative:
This is a (B)(6) of report # 1218950-2016-03770.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the shock knob does not always work. There was no report of patient involvement.